Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed showed a nonconformance. The nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Ipg was returned without any leads. Overstimulation could not be reproduced. The scheduled purse-load interruption was observed as expected. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt (belgium) received his scs system including an ipg on (B)(6)2008. It was reported that stimulation turns off each day at 4:30 pm and starts again a few seconds later with the pt experiencing an overstimulation sensation. A reset of the ipg was performed which resulted in a change of time at which the ipg turns stimulation off and back on. The ipg was replaced on (B)(6)2008. The ipg was returned to ans for eval. No additional info is available.